Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/29/2024 it was reported by a sales representative via (B)(4) that an ar-9545-t15-01 driver shaft was twisted. This was discovered post case.

Manufacturer narrative:
-One unpackaged ar-9545-t15-01 was received for investigation. -upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t-15, short, had twisted. -functional testing was not performed due to the damage to the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head. -refer to investigation photos. -complaint allegation is confirmed.